Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 110 mg/dl. Backup insulin therapy information could not be obtained by tandem technical support.